Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally dropped the pump, and the pump reset unexpectedly. The customer's blood glucose level was 145 mg/dl. During troubleshooting with tandem technical support, the customer declined to load a new cartridge onto the pump.